Event description:
The peritoneal dialysis (pd) patient's daughter reported that the patient was diagnosed with peritonitis. The daughter stated it was not related to any fresenius products. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2026 due to abdominal pain. A culture was obtained and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1750mg (increased to 2 grams) daily in a 6-hour dwell for 3 weeks and ip ceftazidime 2g daily in a 6-hour dwell for 3 weeks. The patient¿s white blood cell (wbc) count was 105. The culture results were not available. The patient was discharged from the hospital on (B)(6) 2026. The patient continued ccpd therapy during recovery. The cause of the peritonitis event was determined to be touch contamination. The patient did not require a pd catheter removal.

Manufacturer narrative:
Cllinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between use of the cycler set and the peritonitis event. Additionally, there is no allegation of a cycler set defect reported for this event. Although no information was provided related to culture results, the cause of the peritonitis event was attributed to touch contamination. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.